Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. This complaint is being reported because the issue may result in the user reacting to incorrect cgm data which may lead to bg excursions.